Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie pockets had duplicate pockets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by an intermittent system or environmental condition that resulted in duplicate pockets appearing randomly across different stations, rather than a drawer specific hardware failure. A technical support specialist advised performing a pocket recovery, which consistently resolved the issue without recurrence. Since no repeatable pattern or single failing pocket was identified, no hardware dispatch was required unless the problem begins recurring on the same drawer or pocket. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie pockets had duplicate pockets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.